Manufacturer narrative:
This device is subject to the 2021 assurity and endurity pacemaker safety notification.

Event description:
It was reported that the pacemaker was explanted and replaced as it is subject to the assurity and endurity pacemaker equipment anomaly advisory issued by abbott in 2021 which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, the patient was stable.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).